Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day of the implant of a transcatheter aortic valve, the valve was inactivated for an unspecified reason.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. It was clarified that this valve was not inactive and remains active. Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day of the implant of a transcatheter aortic valve, the valve was inactivated for an unspecified reason. Additional information was received to clarify that the transcatheter valve was implanted without incident, and the valve is not inactive.